Event description:
This is 3 of 3 reports linked to mfg reporting numbers: 3004608878-2022-00175, 3004608878-2022-00176. A facility reported that during an unspecified procedure, the patients' head moved in the mayfield swivel adaptor (a1018). They changed the system, and the event led to increased surgery time of 20 minutes. The entire system will be sent in for inspection. Additionally, the device suffered post-operative fall damages, which means that the fixation via the small wheel currently does not work. No patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis: the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The swivel adaptor was found to have no defects. The retaining rings and washers were replaced for preventive maintenance and cleaning. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Improper or suboptimal placement of the mayfield system on the patient can contribute to patient movement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.